Manufacturer narrative:
(B)(4). Based on discussion with FDA on (B)(6) 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: no known impact or consequence to patient. Loss of or failure to bond. Actual device evaluated. Wear problem. Device repaired and returned. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2017 and inspection of the unit was performed on (B)(6) 2017 where the quality control inspector found the following: segment steel braid cut. Forward body trim collar attaching nut worn/ loose thread. Distal cap missing silicone. Image spots. Failed wet leak test. Umbilical cable dent. Failed dry leak test. Customer complaint confirmed. Bending rubber pinhole. Air/ water socket pitted/gouge. Insertion tube mild crush at stage 1. Insertion tube mild crush at stage 2. Bending rubber leak at distal end. Umbilical cable,mild crush. Insertion tube root brace broken. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs include the distal case/cap, which was replaced and resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user on (B)(6) 2017. Parts replaced: o-rings and seals. Air/water tube. Deflector operating wire. Objective prism assy. Operation channel. Adjusting collar. Bending rubber. Segment attaching screw. Segment assy attaching screw. Staycoil collar. Segment staycoil assy imp-c/pb-free. Fwd body trim cover attaching nut. Rl pulley assy. Ud pulley assy. Air/water socket. Insertion flexible tube. Distal case/cap. Root brace rubber.